Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted due to infection. The patient condition was unknown.

Manufacturer narrative:
Correction: section h11 - the following sentence should have been included: the information was received as a case report published in journal of cardiovascular electrophysiology with the following title and physicians listed: intravascular lithotripsy to facilitate extraction of very old cardiac implantable electronic devices leads.(B)(6).